Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. "Information provided in the follow up report in section g4 was submitted with incorrect 'aware date'. The aware date should be considered as '11-apr-2023'.

Event description:
Information received by medtronic indicated that the customer received a pump error 3, pump error 54 and pump error 64. The customer also reported that the pump was dead. Troubleshooting was performed and customer reported that the customer can able to clear the alarm, received request to rewind the pump and can able to complete the rewind the alarm occurred during basal delivery and customer was sleeping .no harm requiring medical intervention was reported. The customer discontinued using the insulin pump and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the displacement test and self test. No unexpected alarms/alerts/anomalies noted during analysis. The history/trace downloads were successful using thus. The following alarms/alerts were noted on event date: pump error 54 on (B)(6) 2023 21:20:11.000 and pump error 3 (B)(6) 2023 21:20:13.000. Confirmed pump error 54 (linenumber = (B)(4) filenumber = (B)(4) ) due to software anomaly. Pump error 3 (linenumber = (B)(4) filenumber = (B)(4) ) was a consequence of pump error 54. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Pump error 54 confirmed due to software anomaly. Pump error 3 was a consequence of pump error 3. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.